Event description:
Caller reported that none of the buttons on the patient's infusion device were functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.